Event description:
A baxter affiliate reported to baxter (B)(4) of a multilayer bag set in which the bag had a spike with hair on it. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a multilayer bag set, in which the bag had a spike with hair on it, was confirmed during sample evaluation. Visual inspection revealed that the spike was attached to a bag and a small hair could be noticed between the spike and blue connector of the bag. The root cause of the reported condition was undetermined. No repairs were made since this is a single use device. Additional information: a batch review was performed on the reported lot with no deviations found. Should additional information be received, a follow-up medwatch will be submitted.